Event description:
It was reported that an ilet insulin pump was dropped, the screen separated from the device, and the display became nonfunctional; the user transitioned to insulin injections and was informed that a replacement would be shipped with instructions to return the damaged unit, and that data would not transfer to the replacement. Symptoms included hyperglycemia with a reported peak glucose of 220 mg/dl lasting over one hour, without ketone testing, medical intervention, or acute complications. Outcomes included temporary interruption of pump therapy and use of backup insulin pens, with no hospitalization and no need for assistance. Investigation included collection of event details, education on device shutdown and data syncing, and arrangement for device return and replacement. Investigation of this case revealed physical damage to the pump¿s screen assembly consistent with screen bezel separation and a resulting loss of display function that prevented alerts and normal operation. It was concluded, based on previously established findings for similar reports, that the cause was device damage due to accidental impact.

Manufacturer narrative:
The device was received and evaluated by beta bionics. User complaint of device malfunction was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.